Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2; a3; a4; b3; b4; b5; b6; b7; d1; d2; d4; d10; g1; g3; g4; g6; h1; h2; h4; h6 d10: 42502606202 - femur cemented cruciate retaining (cr) standard right size 7 - (B)(6). 42532007102 - tibia cemented 5 degree stemmed right size e - (B)(6). 4711500396-3 - optipac 60 refobacin r-3 - (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Foreign country: the netherlands. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Subsequently, the patient experienced stiffness requiring a mua approximately 6 months post-op. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3007963827. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.